Event description:
It was reported that partial deployment of a stent occurred. The target lesion was located in the internal carotid artery (ica). A 8.0-29 carotid wallstent metallic stent was selected and advanced to treat the target lesion. During stent deployment, the physician wanted to reposition the stent that was half deployed and tried to recapture it. However, the distal part of the stent could not recapture. The physician pulled back too strong and was noticed that the stent mash got stuck on the shaft at first deployment. The physician pulled back the stent into the guide catheter and removed all devices. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).